Event description:
It was reported that two stents were placed in overlap in the sfa and upon retraction of the second delivery system, the system got stuck in one of the stents. After manipulation, the delivery system was able to be removed; however, the distal tip of the delivery system detached. The pt was transferred to surgery, where the stented area was blocked off by placement of a graft to bypass the area. The pt was reported to be well post procedure. This complaint addresses the second stent placed.

Manufacturer narrative:
The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.